Event description:
The device (part #: cev738t5) was returned to mxi service and repair.

Manufacturer narrative:
Complainant/facility: (B)(6). The movable jaw plate was broken, which was most likely die to excessive force or impact to the jaws. Note: this MDR is being filed as a result of an internal review of complaint from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's ref #: na. (B)(4).